Manufacturer narrative:
The used company cartridge was returned in a plastic bag. Inadequate viscoelastic was observed in the cartridge. A long scrape was observed along the roof of the cartridge starting at the loading area. This may have been caused by the handpiece plunger. The nozzle was cracked on the right side. The nozzle had a long pressure mark on the bottom mid-nozzle. This may have been caused by the handpiece plunger. The tip had an aneurysm on the right side and heavy stress. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned loose in the bag. Viscoelastic was observed on the lens. The lens was cleaned with klrp. One haptic was chipped anterior surface. The optic was also scraped on the anterior surface in front of gusset are of the damage haptic. This damage may indicate a plunger override occurred. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the lens damage may be related to a failure to follow the IFU. The lens had damage on the anterior surface that would indicate a plunger override occurred. Inadequate viscoelastic was observed in the returned company cartridge. The cartridge had extensive scrapes which would indicate the lens/plunger were not in acceptive positions for advancement. The nozzle also had a crack and the tip had aneurysm and heavy stress. The damage on the side of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU (instructions for use) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement or with a lack of viscoelastic. See (B)(4) for the company handpiece evaluation. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a gouge was noted on the lens surface as it was being advanced through the company cartridge using the company injector. There was no patient contact. The procedure was completed with back up lens.